Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, the diameter of the array appeared to be approximately 4.0cm, not 3.5cm which was the expected size. The procedure was able to be completed with this leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Additional information was received that reported one year after the index procedure, the patient died. Emergency medical services noted no pulse on arrival. No treatment was done. The cause of death was unknown. No autopsy was performed and no death certificate was available. According to the investigator, the event was not related to cordis product.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent dislodgment, tracking difficulty and withdrawal difficulty are known potential adverse events associated with implanting coronary artery stents. Tracking difficulty through another device is a common procedural occurrence that can result in stent dislodgment and is related to the patient anatomy, operator technique and appropriate device selection and if another device is involved the appropriate apposition and expansion of the other device. Review of the information provided suggests that procedural factors and or vessel/lesion characteristics may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00416 and 3003742446-2011-00316.

Manufacturer narrative:
Please note that additional information was received as follows: the patient had recurrent angina on approximately a year post index procedure and had a revascularization done to treat the distal circumflex once again. Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, previous percutaneous intervention, hypertension, hyperlipidemia, cerebral vascular accident, congestive heart failure, diabetes, renal insufficiency a skin rash and other unspecified allergies. The patient was enrolled in the (B)(4) study with four vessel disease, however, only two vessels were treated. There was an 80% lesion in a vein graft feeding the mid left anterior descending branch. The lesion was 10mm in length and the vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted. There was also an 80% lesion the distal circumflex. This lesion was 10mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. During a six month follow-up the patient reported stable angina, angiography was performed and revealed restenosis in the stent in the distal cfx. The event was treated with balloon angioplasty. One year after the index procedure, the patient had recurrent angina, angiography revealed restenosis of the distal cfx and revascularization was performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to identify an exact cause for the event but the patient's extensive medical history and the fact that some vessels are reticent to revascularization may have contributed to the reported event; there is nothing to suggest that there is a design or manufacturing related issue therefore action is required.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00416 and 3003742446-2011-00316. Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted and later died. The patient's medical history is significant for angina, previous percutaneous intervention, hypertension, hyperlipidemia, cerebral vascular accident, congestive heart failure, diabetes, renal insufficiency a skin rash and other unspecified allergies. The patient was enrolled in the (B)(4) study with four vessel disease, however, only two vessels were treated. There was an 80% lesion in a vein graft feeding the mid left anterior descending branch. The lesion was 10mm in length and the vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted. There was also an 80% lesion the distal circumflex (cx). This lesion was 10mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. During a six month follow-up, the patient reported stable angina, angiography was performed and revealed restenosis in the stent in the distal cfx. The event was treated with balloon angioplasty. One year after the index procedure, the patient had recurrent angina, angiography revealed restenosis of the distal cfx and revascularization was performed. Approximately one month later, the patient died from unknown causes. Emergency medical services noted no pulse on arrival. No treatment was done. The cause of death was unknown. No autopsy was performed and a death certificate is not available. According to the investigator, the event was not related to cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death and restenosis are known potential adverse events associated with implanting coronary artery stents. With the limited information provided it is not possible to identify an exact cause for the events but the patient's extensive medical history of renal insufficiency, previous stroke, hypertension, diabetes and congestive heart failure may have contributed to the reported events. There is nothing to suggest that there is a design or manufacturing related issue therefore action is required.

Event description:
During a six month follow-up the patient reported stable angina. It was reported that the patient had in-stent restenosis; progression of coronary artery disease. The restenosis was noted in the stent that had been initially implanted in the distal circumflex. The patient was treated with balloon angioplasty and a drug eluting stent. The patient was enrolled in the cypress study with four vessel disease, however, only two vessels were treated. There was an 80% lesion in a vein graft feeding the mid left anterior descending branch. The lesion was 10mm in length and the vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted. There was also an 80% lesion the distal circumflex. This lesion was 10mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted.

Manufacturer narrative:
A 3.0 x 12mm, non-cordis, balloon catheter was used during the index procedure. The product was not available for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.